Event description:
A unilateral pedicle screw construct was implanted at the l4-l5 spine level approximately (B)(6) 2012. The screw components were noted to have separated, exact date unk. No injury occurred, however, revision surgery was reported to have occurred on (B)(6) 2012. No other info has become available with respect to pt status following revision or disposition of explanted product.

Manufacturer narrative:
Review of radiograph provided confirmed the reported event. Revision surgery was reported to have occurred; product has not been made available for eval. The root cause of the reported event is not known. Review of labeling notes the following: "... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."